Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connection portion of the interconnect cable was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system's lemo connection had become detached therefore not allowing the system to power up. No patient serious injury or death was reported related to this event.